Manufacturer narrative:
It was reported that after the surgical case was completed and when the patient was ready to be transferred to the gurney, the table allegedly went into full tilt toward the opposite side of the table from the gurney. There was no staff available on the opposite side of the table to catch the table and the patient dropped to the floor. The biomed reported that injury did occur, but did not know to what extent. The event was reported to stryker on july 14, 2015 for an event that occurred on (B)(6) 2015. A stryker field service technician arrived onsite on july 14, 2015 and returned on july 15, 2015 in order to investigate the event further. During his visits, he was unable to collect feedback to complete our standard event questionnaire. This standard documentation includes speaking to the staff present in the room at the time of the incident, collecting patient positioning information, collecting the specific table information (serial numbers and measurements), as well as reviewing the table for any physical nonconformances. Due to the account¿s policies stryker has not been able to gather the information at this time. Customer has not yet allowed investigation.

Event description:
It was reported that after the surgical case was completed and when the patient was ready to be transferred to the gurney, the table allegedly went into full tilt toward the opposite side of the table from the gurney. There was no staff available on the opposite side of the table to catch the table and the patient dropped to the floor. The biomed reported that injury did occur, but did not know to what extent.